Event description:
Additional information received on 03/02/2023 as follows: between (B)(6) 2016 and (B)(6) 2017 the patient had a history of mesh erosion, vaginal and abdominal pain, dyspareunia, and recurrent sui after retropubic sling for incontinence. Suprapubic exploration for sling arms, removal of vaginal sling, urethrolysis, cystoscopy under general anesthesia.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced recurrent stress urinary incontinence and device explantation.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot number was reviewed for complaint trend, nonconforming report and CAPA.¿ devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.